Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, resistance was encountered as the device was advanced through the lesion. While trying to push the device, the shaft broke in half. The distal portion of the shaft that remained on the guidewire was being captured by the guide catheter. Everything was removed successfully, and new equipment was then used to complete the procedure. No patient complications were reported, and no harm was done to the patient.